Event description:
The facility's biomed tech reported an infusion pump with failure code 531. Additional contact info was requested but no additional contact was identified. The hosp rep did not have info regarding reports of any pt incident involving this pump since the last baxter service event.